Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer¿s blood glucose was unknown. Customer need to get this fixed in the next 5 minutes because board a plane and they will be not allow to board with this insulin pump beeping. The insulin pump will not be returned for analysis.